Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eczema, chest pain, epigastric pain, cholecystitis, appetite lost, dysuria, difficulty sleeping, cholecystectomy, irritable bowel syndrome, respiratory tract congestion, influenza a virus infection and bronchitis. Previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, brain tumour operation, rectal bleeding, dermatitis and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 4 months 9 days after insertion of essure, the patient experienced headache ("chronic and severe headaches"), migraine ("chronic and severe migraines") and rash generalised ("general rash more than 3 times a year/ rashes"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/ dyspareunia"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/blood clots the size of my fist"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), insomnia ("insomnia"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), vision blurred ("blurry vision"), dysgeusia ("metallic taste in her mouth"), alopecia ("hair loss"), iron deficiency ("iron deficiency"), depression ("worsening of her depression"), skin irritation ("skin irritation") with dry skin and pruritus, blood blister ("patches resembling blood blisters"), weight decreased ("weight loss"), blood iron decreased ("very low iron levels"), skin disorder ("skin condition"), back pain ("back pain"), abdominal pain ("abdominal pain"), impaired work ability ("I can't even function"), skin exfoliation ("finger peeling"), abdominal distension ("bloating"), visual impairment ("seeing red spots"), burning sensation ("burning like exema") and nervousness ("nervous"). The patient was treated with paracetamol (tylenol), ibuprofen (advil), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and surgery (underwent, hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, menorrhagia, headache, vaginal discharge, dyspareunia, dysmenorrhoea, mood swings, insomnia, memory impairment, feeling abnormal, vision blurred, dysgeusia, migraine, alopecia, iron deficiency, depression, skin irritation, blood blister, fatigue, impaired work ability, skin exfoliation, abdominal distension, visual impairment, burning sensation and nervousness outcome was unknown and the weight decreased, rash generalised, weight increased, blood iron decreased, skin disorder, back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, blood blister, blood iron decreased, burning sensation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, impaired work ability, insomnia, iron deficiency, memory impairment, menorrhagia, migraine, mood swings, pelvic pain, rash generalised, skin disorder, skin exfoliation, skin irritation, vaginal discharge, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion fallopian tubes concerning the injuries reported in this case, the following one/ones were reported via social media: I can't even function, finger peeling, bloating, blood clots, seeing red spots, burning like exema,nervous. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media post received: reporter's information was updated. Events added: I can't even function, finger peeling, bloating, blood clots, seeing red spots, burning like exema, nervous. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eczema, chest pain, epigastric pain, cholecystitis, appetite lost, dysuria, difficulty sleeping, cholecystectomy, irritable bowel syndrome, respiratory tract congestion, influenza a virus infection and bronchitis. Previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, brain tumour operation, rectal bleeding, dermatitis and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysgeusia ("metallic taste in her mouth") and blood iron decreased ("very low iron levels"). On (B)(6) 2008, the patient experienced headache ("chronic and severe headaches"), migraine ("chronic and severe migraines") and rash generalised ("general rash more than 3 times a year/ rashes"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/ dyspareunia"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/blood clots the size of my fist"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), insomnia ("insomnia"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), vision blurred ("blurry vision"), alopecia ("hair loss"), iron deficiency ("iron deficiency"), depression ("worsening of her depression"), skin irritation ("skin irritation") with dry skin and pruritus, blood blister ("patches resembling blood blisters"), weight decreased ("weight loss"), skin disorder ("skin condition"), back pain ("back pain"), abdominal pain ("abdominal pain"), impaired work ability ("I can't even function"), skin exfoliation ("finger peeling"), abdominal distension ("bloating"), visual impairment ("seeing red spots"), skin burning sensation ("burning like exema"), nervousness ("nervous") and rash ("skin rash"). The patient was treated with paracetamol (tylenol), ibuprofen (advil), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and surgery (underwent, hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, vaginal discharge, mood swings, insomnia, memory impairment, feeling abnormal, vision blurred, migraine, alopecia, iron deficiency, depression, skin irritation, blood blister, fatigue, impaired work ability, skin exfoliation, abdominal distension, visual impairment, skin burning sensation and nervousness outcome was unknown and the genital haemorrhage, headache, dyspareunia, dysmenorrhoea, dysgeusia, weight decreased, rash generalised, weight increased, blood iron decreased, skin disorder, back pain, abdominal pain and rash had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, blood blister, blood iron decreased, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, impaired work ability, insomnia, iron deficiency, memory impairment, menorrhagia, migraine, mood swings, nervousness, pelvic pain, rash, rash generalised, skin burning sensation, skin disorder, skin exfoliation, skin irritation, vaginal discharge, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media: I can't even function, finger peeling, bloating, blood clots, seeing red spots, burning like exema,nervous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: pfs received - new event 'skin rash' was added. Outcome for the events were added as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eczema, chest pain, epigastric pain, cholecystitis, appetite lost, dysuria, difficulty sleeping, cholecystectomy, irritable bowel syndrome, respiratory tract congestion, influenza a virus infection and bronchitis. Previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, brain tumour operation, rectal bleeding, dermatitis and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 4 months 9 days after insertion of essure, the patient experienced headache ("chronic and severe headaches"), migraine ("chronic and severe migraines") and rash generalised ("general rash more than 3 times a year/ rashes"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/ dyspareunia"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), insomnia ("insomnia"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), vision blurred ("blurry vision"), dysgeusia ("metallic taste in her mouth"), alopecia ("hair loss"), iron deficiency ("iron deficiency"), depression ("worsening of her depression"), skin irritation ("skin irritation") with dry skin and pruritus, blood blister ("patches resembling blood blisters"), weight decreased ("weight loss"), blood iron decreased ("very low iron levels"), skin disorder ("skin condition"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and surgery (underwent, a partial hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, menorrhagia, headache, vaginal discharge, dyspareunia, dysmenorrhoea, mood swings, insomnia, memory impairment, feeling abnormal, vision blurred, dysgeusia, migraine, alopecia, iron deficiency, depression, skin irritation, blood blister and fatigue outcome was unknown and the weight decreased, rash generalised, weight increased, blood iron decreased, skin disorder, back pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, blood blister, blood iron decreased, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, iron deficiency, memory impairment, menorrhagia, migraine, mood swings, pelvic pain, rash generalised, skin disorder, skin irritation, vaginal discharge, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Events genital haemorrhage, pelvic pain, rash generalized, weight increased, blood iron decreased, skin disorder, back pain, abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), headache ("chronic and severe headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), dysmenorrhoea ("abnormally severe menstrual pain"), mood swings ("mood swings"), insomnia ("insomnia"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), vision blurred ("blurry vision"), dysgeusia ("metallic taste in her mouth"), migraine ("chronic and severe migraines"), alopecia ("hair loss"), iron deficiency ("iron deficiency"), depression ("worsening of her depression"), skin irritation ("skin irritation") with dry skin and pruritus, blood blister ("patches resembling blood blisters"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (underwent, a partial hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia, headache, vaginal discharge, dyspareunia, dysmenorrhoea, mood swings, insomnia, memory impairment, feeling abnormal, vision blurred, dysgeusia, migraine, alopecia, iron deficiency, depression, skin irritation, blood blister, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, blood blister, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, insomnia, iron deficiency, memory impairment, menorrhagia, migraine, mood swings, skin irritation, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: since her removal surgery symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.